Manufacturer narrative:
(B)(4). Retainer ring = clear customer returned device for alleged cosmetic damage located at the corner of belt clip rails on event date (B)(6) 2022. Unable to perform the displacement test due to pump error 38. Test p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Device history and trace files downloaded successfully using thus software. Pump error 38 confirmed in the device history/trace files on (B)(6) 2022 09:24:50.000. Motor was tested outside of the device and failed. Device was cut open to perform visual inspection and found moisture damage on electrical boards the force sensor and corrosion damage on the motor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails, cracked case (battery case), battery tube threads - cracked, label damage (stained serial number label) and cracked retainer. Cosmetic damage was confirmed at cracked case - corner of belt clip rails. Pump error 38 confirmed due to moisture damage. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in back of insulin pump along battery side. No harm was required during medical intervention. The customer will discontinue use of the devise.